Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-18241. It was reported, the pt is experiencing pain at her implant site. The pt has a seizure disorder and has frequently fallen. The pt's scs system was subsequently explanted.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.